Manufacturer narrative:
Only the reporter's meter was provided for investigation where it was tested using retention test strips and lin 3 controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr. Qc 2: 5.3 inr. Qc 3: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. However, the alleged values were observed with a date of (B)(6) 2020. Therefore, it is believed that the customer had incorrectly set the time/date. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter was 3.8 inr. The customer tested again using a new finger and the result was 4.9 inr. The customer tested again using a new finger and the result was 3.7 inr. The therapeutic range was 2.0-3.0 inr and the customer tests weekly.